Event description:
It was reported that during the procedure, the occlusion balloon was inflated; however, was not able to be deflated. Therefore, the balloon was deflated by removing the guidewire. There were no clinical consequence to the patient.